Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply h3 other text : device remains implanted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa). The afx2 bifurcated stent graft and an afx limb stent graft were implanted. Reportedly, upon insertion of a 16fr sheath from the patient¿s left side and attempting to access the distal left limb with a guidewire and catheter the afx limb stent graft was hit and pushed over the bifurcation and into the ipsilateral leg. The bifurcation was very wide, and the device had no apposition with either limb. A uni-iliac was created with additional afx pieces (two (2) afx vela infrarenal and an afx vela suprarenal), and a surgical femoral-to-femoral surgical procedure was performed to restore the flow to the left side. The patient is being monitored.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident were received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.